Manufacturer narrative:
Product event summary: it was noted at incoming inspection that the device passed its incoming testing however its ventricular connector was broken and its battery contacts were contaminated. The main board was calibrated, the ventricular connector replaced and the battery contacts cleaned. The device then passed its tests with no visual or electrical anomalies observed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.